Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer returned one chronic hemodialysis catheter assembly for analysis. Signs of use in the form of biological material were observed. Initial visual inspection of the connector assembly and catheter did not reveal any defects or anomalies. The catheter was assembled and functionally tested per the instructions for use (IFU). The IFU provided with this kit states , "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly. Flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." When the catheter was assembled and flushed with a lab inventory syringe filled with water, no leaks were detected. Amrq-000075 states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs of the catheter were connected to the leak tester and pressurized to 300kpa while the distal end of the catheter was occluded. No leaks were detected. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their respective extension lines. A device history record review was performed, and there were two findings. The compression cap from the returned device did not display the same damage as those identified in the DHR review and leak testing confirmed that the compression cap from the returned device was functioning as expected. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also warns, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The complaint of a catheter leaking was not able to be confirmed based on a complaint investigation of the returned sample. Functional leak testing of the catheter in accordance with bs en iso-10555-1 annex c did not reveal any leaks. A device history record review was performed, and a potentially relevant findings was identified; however, the compression cap from the returned device did not display the same damage as those identified in the DHR review. Additionally, leak testing confirmed that the compression cap from the returned device was functioning as expected. Based on the sample returned, no problem was found on the sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the physician found the catheter leaking during use on the patient. The "green compression cap and white knob" were in the correct position. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician found the catheter leaking during use on the patient. The "green compression cap and white knob" were in the correct position. No patient harm was reported. The patient's condition is reported as fine.